Event description:
It was reported to medtronic neurosurgery that when the tuohy needle was pulled out, the catheter was cut off in the middle.

Manufacturer narrative:
(B)(4). The proximal end of the catheter was sheared off near the length markers. The tear site was consistent with the shape of the tuohy needle tip. The tuohy needle had no visible burrs. The returned catheter was patent and met all specifications for tensile strength and ultimate elongation testing. The instructions for use that accompany the device caution that "to avoid transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter must be removed simultaneously." A review of the manufacturing records showed no anomalies. No impact to pt reported.